Event description:
It was reported the pt had stimulation, but was charging every day. A new charger was sent to the pt, which did not resolve the issue. F/u identified the pt's ipg was replaced on (B)(6) 2011. No further complications were reported.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. (B)(4).